Event description:
During the initial implant procedure following placement of the right atrial (ra) lead, high pacing impedance was noted on the ra lead. Lead insulation damage was noted. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead damage and high pacing impedance. As received, a complete lead was returned in one piece with the helix was found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. Visual inspection found the connector boot cut and one filar of the outer coil pulled out at the proximal region consistent with procedural damage. The cause of the reported event of lead damage was isolated to the procedural damage. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures. Hipot shorting between conductors was found due to cut connector boot exposing the filar and inner insulation consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.